Event description:
Upon first inflation of balloon catheter in the right coronary artery, pt became hypotensive, bradycardic and level of consciousness decreased. Events progressed into cardiac arrest. Pt intubated, intra-aortic balloon pump inserted and upon exam, balloon had a leak in it. Pt now extubated, off balloon pump, stable.